Event description:
A rental bed with lo-air loss pressure support mattress "were" brought into the patients room. The cord for the lo-air loss pressure mattress was pinched against the movable part of the bed frame. When the patient went to adjust the bed, the cord was compressed and caused the cord to spark and short. Manufacturer response for complella air supply, compella air supply (per site reporter): the rental manufacturer inspected the bed and verified it indeed had a crush/bruising that caused the power cord to short and spark.